Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on the day of the event the patient experienced feeling confused. The cgm reading was 200 mg/dl, but no fingerstick was taken at that moment. The patient self-treated with 2 units of insulin. As the symptoms did not subside and the cgm reading did not change after this, a family member called an ambulance. The patient was not aware what time it happened and if paramedics checked her cgm and blood glucose readings. The patient was brought to the hospital, and when a fingerstick was taken the blood glucose reading was around 1000 mg/dl. The patient did not know what the cgm reading was at that time. The patient was treated with intravenous insulin and potassium, and oral potassium in pill and liquid form. The patient was discharged after 8 days. When the patient left the hospital the blood glucose reading was below 200 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.